Event description:
It was reported that the procedure was to treat a tortuous lesion in the left anterior descending coronary artery. The balance middleweight universal ii guide wire was thought to have defective coating as an unspecified balloon could not move over the guide wire and there was also resistance during removal of the balloon. A non-abbott guide wire was used to complete the procedure with the same balloon. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a difficult to advance and difficult to remove with the balloon include, but are not limited to, procedural contaminants in the guide wire lumen, inner diameter of the guide wire lumen, outer diameter of the guide wire, and/or damage to the guide wire lumen or guide wire. Factors that may contribute to product quality problem (irregular texture) include, but are not limited to, manufacturing damage, improper storage, and/or inadvertent damage to the device. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.d9, h3 - device available for eval updated from 'yes' to 'no'.